Event description:
The customer called to report motor error alarms during bolus attempts. Troubleshooting was performed and the insulin pump failed the displacement test. The customer stated, the insulin pump was worn during an MRI scan. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the bolus delivery, due to out of phase encoder signal. Unable to perform further testing due to out of phase encoder signal.